Manufacturer narrative:
One new list# ch3034 was returned for evaluation. As received no physical damage or anomalies were noted. The set was primed and no leak or anomalies were noted. Complaint of leaks cannot be confirmed or replicated. Without the return of the actual device, the root cause is unable to be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional reporter: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where the reporter stated ¿a leakage was noted from an IV methotrexate (mtx) chemo at approximately 7pm in ward 8b/ patient in bed 12. The leak was first noticed by the patient¿s caregiver and subsequently escalated to the ward nurse. IV mtx infusion had been running since 2pm with nil leakage seen until 7pm. Upon inspection, staff identified the source of the leak to be from the bag spike adaptor with spiros w/red cap. The leak was minimal (approximately 1 drop) and was contained without further issues. The team replaced the set and continued the IV mtx infusion without further incident. No additional leakage was observed after the set was changed¿. There was no serious injury/death. No blood loss. No delay in critical therapy and no adverse operator consequences. No med/surg intervention required.